Manufacturer narrative:
The cobas e 801 module serial number is (B)(6).

Event description:
The initial reporter received questionable elecsys ca 19-9 results from some patient samples tested on the cobas e 801 module. One example of discrepant results was provided: the initial result is 50 u/ml. The first repeat result was "10 or less u/ml". The second repeat result was "10 or less u/ml". The repeat results were deemed correct.

Manufacturer narrative:
Controls were acceptable prior to the event. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined. A review of alarm trace data showed no relevant alarms.